Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 15-apr-2024, it was reported that patient faced sixteen infusion set fell off events during use. The sets were in use for 5-6 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 14 of 16.